Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found unresponsive and ultimately passed. A log file review was requested and the technical service representative which confirmed the following information. On (B)(6) 2017 at 11:22:26 am a fixed speed increase from 9000 rpm to 9400 rpm was noted. On (B)(6) 2018 at 8:03:54, a low flow event was recorded with a flow of 2.4 lpm. That evening at 9:53:15 pm, all external power was disconnected from the pump causing the system controller¿s internal battery to provide power to the pump. A flow of 0.3 lpm was recorded. At 9:56:30 pm the pump continued to record a low flow event. The external battery power did not appear to be reconnected during this time. A flow of 0.2 lpm was recorded. At 10:00:16 pm, all external power was disconnected from the pump causing the system controllers internal battery to provide power to the pump. A flow of 0.1 lpm was recorded. A 10:03:01 pm, a driveline disconnect takes place. This was the last logged item within the log file. The patient did not get an autopsy and the lvad team thinks the patient experienced a massive stroke or a myocardial infarction and that the driveline disconnect took place after the patient had expired. ¿they did not know how to stop the alarm so they turned it back on for some reason¿. No equipment, including the pump will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. The account stated that the device would bot be returned. Stroke is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.